Manufacturer narrative:
This report will be updated upon receipt of the device and when the final analysis results are available. (B)(4).

Event description:
It was reported during ongoing use, the device was exhibiting premature battery depletion, and was in eol (end of life). During the previous device check in february, the device was indicating that there was 1.5 years remaining. The physician felt that the patient was feeling the effect of pacemaker syndrome due to eol programming of v vi@50ppm. Therefore, the device was explanted and replaced. The device is expected to be returned for analysis.

Event description:
It was reported that during ongoing use, the device was exhibiting premature battery depletion. The patient presented to the hospital feeling slightly off. The device was interrogated, and was found to be in eol (end of life). The physician was informed that the patient had a device check at the beginning of the year, and was told there was at least 1.5 years of longevity remaining. The physician believed the patient was feeling the effect of pacemaker syndrome due to eol programming of vvi@50ppm. Therefore, the device was explanted and replaced. No additional adverse effects to the patient were reported. Additional information: this report has been updated to include the final analysis results.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was eol (end of life). The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared eol earlier than previously estimated. Of note, this pacemaker's battery was designed to estimate remaining longevity (and trigger corresponding device replacement indicators) based on the pacing capacitor charge time, which progressively increases as the battery depletes. These pacemakers were not designed with an ability to calculate remaining longevity for every possible current drain, which may cause replacement indicators to trigger earlier than what was previously estimated; however, it does not negatively impact the use, operation, safety, or performance of the device. Patient code 3191 captures the reportable event of surgery.